Event description:
Complainant alleged that while attempting to defibrillate a patient the device did not charge to energy levels above 30 joules. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.